Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding pain involving a restoration modular stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical information by a clinical consultant indicated: "the first x-ray shows a press fit tha with the stem positioned in a varus orientation. The acetabulum is appropriately positioned and appears well fixed. The second x-ray shows the stem has been converted to a restoration modular which is in anatomic position. There is a long trochanteric plate with multiple cerclage cables. The x-rays are consistent with a revision surgery including extended trochanteric osteotomy. There is no evidence for mechanical complication following revision tha surgery. The root cause for ongoing pain following revision tha with osteotomy cannot be determined from the documentation provided. Should further documentation become available, I would be happy to further this investigation.". Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient is experiencing pain following an osteotomy procedure. "The first x-ray shows a press fit tha with the stem positioned in a varus orientation. The acetabulum is appropriately positioned and appears well fixed. The second x-ray shows the stem has been converted to a restoration modular which is in anatomic position. There is a long trochanteric plate with multiple cerclage cables. The x-rays are consistent with a revision surgery including extended trochanteric osteotomy. There is no evidence for mechanical complication following revision tha surgery. The root cause for ongoing pain following revision tha with osteotomy cannot be determined from the documentation provided. Should further documentation become available, I would be happy to further this investigation.". No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following device were also listed in this report: d-m 2.0mm beaded cable set vit; cat # 6704-0-520; lot # 70424006. It cannot be determined which, if any of these device may have caused or contributed to the patient's experience.

Manufacturer narrative:
The following devices were also listed in this report: 21mm mod rev hip body/bolt stdcomponent level 9006-1-021; cat # 6276-1-021; lot # 69506804. Delta v-40 ceramic head 36/-5; cat # 6570-0-036; lot # 73421403. Trochanteric grip plate; cat # 6704-3-093; lot # g5547829. D-m 2.0mm beaded cable set vit; cat # 6704-0-520; lot # 70424006. Md vit slv and 2.0mm homog cbl; cat # 6704-0-510; lot # 68966003. Md vit slv and 2.0mm homog cbl; cat # 6704-0-510; lot # 54941805. Md vit slv and 2.0mm homog cbl; cat # 6704-0-510; lot # 70142301. Md vit slv and 2.0mm homog cbl; cat # 6704-0-510; lot # 71025102. Md vit slv and 2.0mm homog cbl; cat # 6704-0-510; lot # 70835708. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: patient reports ongoing pain after an osteotomy procedure involving stryker implants. Patient had a primary competitor hip prior to procedure and currently has a competitor liner.